Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded the motor home switch. The pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.